Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step, even though air had been removed from cartridge and insulin and cartridge use were appropriate. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then successfully resumed insulin delivery.